Event description:
It was reported that the insulin gauge was inaccurate. There was no reported impact to the customer's blood glucose level. No additional information was received regarding the outcome of the event since the pump was not returned despite multiple reminders.